Event description:
It was reported by the patient that they experienced infection, fevers, chills and sepsis. Bacteremia was visualized on the pacing leads. The entire pacing system was explanted and antibiotic treatment administered. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.